Event description:
It was reported patient was revised on left hip due to metallosis. Doctor removed stem, head and outer diameter head. After the above surgery instrument came back broken. Wire got stuck inside wire passer.

Manufacturer narrative:
The patient is 68 inches in height. An event regarding cable is stuck involving a dall-miles cable passer was reported. The event was confirmed. Method & results: -device evaluation and results: a few scratches are located on the cable passer tip. Further visual inspection was performed using a light optical microscope. The cable passer showed what appears to be a section of a stuck beaded cable inside of the tube. -medical records received and evaluation: not performed as it was not deemed relevant due to the nature of the event. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the results of the investigation indicate that the surgical protocol was not followed, as it instructs to position the sleeve at the beaded end of the cable. Also denotes the direction of the insertion of the cable ¿once the cable passer is positioned, insert the cable through the end of the passer farthest from the passer handle.¿

Event description:
It was reported patient was revised on left hip due to metallosis. Doctor removed stem, head and outer diameter head. After the above surgery instrument came back broken. Wire got stuck inside wire passer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.